Event description:
Per the clinic, the patient experienced discomfort while sleeping on the device side and disliked the profile of the implanted side. The device was electively explanted on (B)(6) 2025. There are no plans to reimplant the patient with a new device as of the date of this report.

Event description:
Per the clinic. The device was explanted on (B)(6), 2025 under general anesthesia. Correction: the date of awareness in the initial report [6000034-2025-01912] submitted on may 27, 2025 was filed incorrectly. The correct date of awareness is april 17, 2025, not may 08, 2025 as previously reported.